Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub of the first device separated from the catheter nine days after placement within the (B)(6) female patient (MFR# 1820334-2017-02644). The patient came back to the hospital for another placement procedure. The catheter that was initially going to be used for replacement separated from the hub before it made patient contact (this report). The procedure was then successfully completed with another device. There were no injuries or additional medical procedures.